Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Functional, delivery and accuracy tests were performed, the device was found to pass all functional, delivery and accuracy tests. No operational or functional failure was detected and the product was within spec.

Event description:
Info was received that reported a pt was hospitalized in 2008 due to diabetic ketoacidosis. It was reported that the pt changed her set, site and cartridge on the same day. The pt was brought to the hosp when her blood glucose rose to >500mg/dl. Upon admit her blood glucose was >800mg/dl. While in the hosp she was treated with IV fluids and insulin. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.